Event description:
It was reported vat rn attempted to place 8 cm powerglide midline. Reported to manager that midline met resistance and when vat rn removed device noticed tip of catheter not intact. Followed up with policies and procedures for possible device fracture. No other information provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture is confirmed. One 20 ga x 8 cm powerglide pro was returned for evaluation. The guidewire and safety mechanism were returned in their advanced and activated positions; however, the needle was observed to still be exposed. The guidewire was able to be re-advanced and was found to contain a bend. The catheter had been advanced off the needle and contained dried blood residues. The catheter tip appeared to be damaged and measured to be approximately 6 cm in length. Microscopic inspection of the damaged tip region revealed a v-shaped fracture. The fracture edges were observed to be jagged and uneven. The characteristic of the damage is consistent with damage caused by retraction of the catheter against the needle bevel. The product instructions for use (IFU) states, ¿warning: one the catheter has been advanced, do not reinsert the needle back into the catheter or pull on the catheter back onto the needle. If the needle needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported vat rn attempted to place 8 cm powerglide midline. Reported to manager that midline met resistance and when vat rn removed device noticed tip of catheter not intact. Followed up with policies and procedures for possible device fracture. No other information provided.